Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was discovered that the atrial lead exhibited noise oversensing. On (B)(6) 2019, the atrial lead was capped and replaced successfully. The patient was in stable condition.